Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) procedure, prior to implant in the patient anatomy, the lead connector pin appeared to be bent. The ipl was not implanted. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.